Event description:
The proximal, mid, and distal segments of a diffusely diseased, severely calcified, right coronary arteries were pre-dilated with a 3.0mm x 15mm nc ranger balloon. After pre-dilation, the distal stenosis had a medium length segment of intimal disruption. Therefore, a 3.0mm diameter x 18mm length medtronic ave s670 over the wire stent delivery system, was inserted to the distal right coronary artery. It was not possible to cross to the distal lesion, therefore, the stent and delivery system was pulled back into the guide catheter. Upon removal, the stent dislodged from the stent delivery system into the proximal artery. The dislodged stent was successfully snared. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled back into the guide catheter while engaged in the coronary artery. Attempts to insert another MFR's stent to the same segment were unsuccessful. The distal lesion was treated with add'l balloon inflations. The pt was stable after the procedure. No add'l clinical sequelae reported relative to the event.